Manufacturer narrative:
D9.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. A review of the transmission revealed multiple noise reversion episodes recoded by the pulse generator. Noise was indicative of electromagnetic interference (emi). Further information was requested but not received.